Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis (rga) test. This device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that recipient has elected revision surgery despite the device testing within normal limits. The recipient has been experiencing headaches, pain and discomfort while using device. Magnet strength was reviewed and is appropriate. The recipient is not using the device. The recipients device was explanted. The recipient was reimplanted with another advanced bionics device.